Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) evaluated the iabp and confirmed a helium leak on the internal tank side. To fix the issue, the fse lubricated the o-rings on check-valve and resealed tubing and connections. The fse then tested the iabp and verified that internal pressure did not drop more than 3 psi over 30 minutes. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium related issue. It is unknown the circumstances under which the event occurred; however, there was no patient involvement, and no adverse event reported.